Event description:
I came down with symptoms of acanthamoeba keratitis after using amo complete saline solution. Dates of use: 2006 - 2007. Diagnosis or reason for use: saline for contact lens use. Event abated after use: no. Event reappeared after reintroduction: no.